Event description:
Treatment of a right sided ophthalmic aneurysm measuring 10.6mm x 11.8mm. During the procedure in a tortuous anatomy, it was reported that the pushwire broke after three rotations with only 10% of the pipeline deployed and the entire system was retrieved from the patient with a snare. The procedure was completed with another pipeline. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded. (B)(4).